Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on (B)(6) 2018 after having previously received a vibratory alert. Upon interrogation, it was discovered that the right ventricular lead exhibited several high out-of-range pacing impedance measurements. Measurements taken while the patient was in clinic were within normal range. No intervention was performed and the patient would continue to be monitored normally.

Event description:
New information reported that the patient presented in clinic on (B)(6) 2019. Upon interrogation, the lead still exhibited high impedance. High voltage therapy was disabled and the patient was stable.